Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a burning sensation at or near the ins site. The rep was to follow-up with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the burning sensation first started around (B)(6) 2018. The cause of the burning sensation was unknown but the patient stated that it had subsided. No further complications were reported.